Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Event description:
Discrepant advia centaur testosterone, estradiol, progesterone, fsh, lh, prolactin results were obtained on pt samples that had signaled errors. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant testosterone, estradiol, progesterone, fsh, lh, prolactin results was due to the operator error, acid and base bottles were reversed. A siemens technical support center representative instructed the operator to clean, prime and calibrate the instrument. The instrument is performing within specifications. No further evaluation of the device required.